Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/05/2016, that on (B)(6) 2016 the receiver displayed low transmitter battery. No additional event or patient information is available. Data log was reviewed for evaluation on 12/15/2016. Complaint for a low transmitter battery could not be confirmed. However, a transmitter failure was found and confirmed on 12/15/2016. The root cause could not be determined, post investigation. Based on the findings of a transmitter failure this is now reportable. Complaint device was returned for evaluation. A visual exterior inspection was performed on the transmitter and it passed. Performed a voltage test on the transmitter, resulting in zero volts discharged. Performed a share log review, finding no observations related to the customers complaint. The complaint of low transmitter battery could not be confirmed. The root cause could not be determined post investigation.